Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported feeling a jolt of emergent when in the same position. They did not turn up their stimulation or move positions and they felt a major surge in energy. They indicated it was unlike positional changes. The rep indicated that they told the patient to take the battery pack out of their remote and kept it out for a few minutes. They then told them to reinstate and see if the problem persisted. The rep also asked if it was related to positional changes, but the patient clarified that they were in the same position. There were no factors reported that contributed to the issue, however the rep did indicate that the issue had resolved.